Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 48 mg/dl. Customer consumed juice and sugar to address low bg. Customer alleged that the low bg was due to the correction factor needing adjustment. Reportedly, the customer adjusted the correction factor and resumed insulin therapy to resolve the issue.